Manufacturer narrative:
The device was received for evaluation containing approximately 239 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an under infusion with a large volume infusor. Only about half of the solution seemed to have infused according to the patient. The total fill volume was 260 ml and the expected infusion time was 7 days. The device contained saline with an unknown medication. The flow restrictor was at the same height as the bladder. There was no report of patient injury or medical intervention associated with this event. No additional information is available.